Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging that the subject meter displayed the "apply sample" message after the reporter applied a sample to the test strip to measure their blood glucose. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.